Event description:
It was reported that a pump reservoir volume discrepancy was observed during pump refill. The expected residual volume (erv) was 3.2ml while the actual residual volume (arv) was 28ml. The cause of the discrepancy was unspecified. An x-ray was performed but results were not provided. No actions were required. The cause of the product issue was unknown and it was unknown if the product issue was resolved. There were no patient symptoms. The patient¿s mother was unsure of the therapy effect. The patient was to be brought in a few weeks from the date of the report to check reservoir volumes. Patient status at the time of the report was alive with no injury. The device system delivered lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) indicated the patient and his parents felt he had not received much benefit from intrathecal baclofen therapy and wanted the pump and catheter explanted. The system was explanted on (B)(6) 2015. The patient was discharged on (B)(6) 2015 without complication. With regard to the volume discrepancy, the patient was asymptomatic for withdrawal/overdose. The cause was unknown. On (B)(6) 2015, the hcp was able to access the pump, but unable to withdraw or inject dye via the catheter access port (cap). Placement/correct access was verified by fluoroscopy. The catheter tip was visualized, but it was not possible to seethe pump/catheter connector. The patient had been referred to neurosurgery at that time for a catheter revision. The patient's medical history includes cerebral palsy. The therapy dates for the intrathecal lioresal were (B)(6) 2015 to (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), product type: catheter. Product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).